Event description:
It was reported that this pacemaker system is exhibiting noise oversensing on the right atrial (ra) and right ventricular (rv) leads. The healthcare provider (hcp) stated there has been a history of noise since 2016. Ra pacing inhibition up to approximately 11 seconds was observed by boston scientific technical services (ts) on stored episodes. The patient was noted to be pace therapy dependent. Ts indicated that the noise is roughly the same amplitude as the patients p-waves and provided guidance on possible sensitivity programming changes but noted that the only real way to fix the issue is to perform a lead revision procedure. The hcp indicated they have not wanted to perform a lead revision procedure on this patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.